Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 55mm aaa . It was confirmed there was no difficulty in deploying the stent graft or removing the delivery system. It was reported that on the one month follow-up on CT, the physician initially thought there was a persistent type ii endoleak but upon further review it is reported that there is an infolding of the main body and a ia endoleak. The cause of the infolding and ia endoleak cant not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film analysis: the reported infolding and endoleak were confirmed on the films provided. Although the exact cause could not be conclusively determined, it appears most likely that oversizing of the bifurcate led to the radial infolding and a proximal endoleak. Analysis of the pre-implant 3d CT reconstruction images provided with the sizing report revealed that the diameter of the proximal neck averaged 27-28 mm over the 70 mm length, with the smallest diameter noted as 24.6 mm at a position 30 mm below the renal arteries. Irregular thrombus, that further reduced the neck flow lumen diameter was more evident at 50mm and 60mm below the renal arteries. The endoleak was confirmed on CT film analysis to be a proximal type ia endoleak positioned in the gutter formed by the infolding on the main body stent; however, the presence of a concomitant type ii endoleak due to patent lumbar arteries cannot be ruled out. The observed infolding in the proximal stent graft is expected to have contributed to the occurrence of the proximal endoleak. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized by 10-20% relative to the actual measured inner vessel diameter. This measurement should account for thrombus and calcification within the vessel, which can decrease the inner vessel diameter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.